Event description:
The customer reported that the device has displayed error 90008 (paddle issue) and external paddle errors. There was no reported patient or user involvement and no adverse patient/user impact.